Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac catheter repair segment attached to an unknown brand 3 way stop-cock was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture as a complete circumferential break to the inner catheter was noted approximately 0.4cm from the distal end of the hub, however the only partial circumferential break was noted on the outer catheter. The edges of the inner catheter complete circumferential break were noted to be uneven and the surfaces appeared granular. The investigation is inconclusive for the reported material erosion and device dislocated issues as no evidence of these failures were noted on the returned device and the exact circumstances at the time of the reported event are unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3. H11: b5, h6 (device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post catheter placement, the cuff of the catheter was allegedly found to be fractured and the markings printed on the catheter was found to be erased after cleansing the site with solution. It was further reported that the clamp migrated to the thinner side of the catheter. There was no reported patient injury.

Event description:
It was reported that sometime post catheter placement, the cuff of the catheter was allegedly found to be fractured. There was no reported patient injury.

Manufacturer narrative:
H10: date of event was entered as date of implant due to system limitations, since date of event was unknown. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one broviac catheter repair segment attached to an unknown brand 3 way stop-cock was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture as a complete circumferential break to the inner catheter was noted approximately 0.4cm from the distal end of the hub, however the only partial circumferential break was noted on the outer catheter. The edges of the inner catheter complete circumferential break were noted to be uneven and the surfaces appeared granular. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 10/2024) device pending return.

Event description:
It was reported that during a catheter placement procedure, the device allegedly fractured and migrated. It was further reported that information printed on the catheter getting erase after cleansing the site with solution. There was no reported patient injury.